Event description:
Coronary catheterization pack's 4x4 had some black material stuck on them. Wasted all equipment used and opened a new coronary pack and equipment. No harm to patient, this was noticed before any equipment/materials touched the patient. Regard coronary femoral 4x4. Nothing was sequestered.